Event description:
A physician successfully deployed a starclose device into the right common femoral artery. Two days later, the patient presented with pseudoaneurysm. Thrombin was injected to treat the pseudoaneurysm.

Manufacturer narrative:
The device was not returned, however, the lot number was provided. Review of the device history record for this lot did not produce any findings attributed to this incident.